Manufacturer narrative:
The device was not received as of this date. No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The database showed quality notification was opened for the device without correlation to the reported complaint. The customer stated that there was no patient involvement. This file was closed because the device was not received within 55 days of opening the file. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode.

Event description:
(B)(4).

Manufacturer narrative:
The device was not received as of this date. No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The database showed quality notification was opened for the device without correlation to the reported complaint. The customer stated that there was no patient involvement. This file was closed because the device was not received within 55 days of opening the file. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode.

Event description:
Syringe split nut two 2016 recall: (B)(6).